Manufacturer narrative:
The returned pod was evaluated and the pod data indicates the pod operated and delivered insulin as intended during operation. No damages or defects that would affect the delivery of insulin were observed. No problem was found.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) while wearing the pod on the arm. Symptoms reported include the flu , vomiting and went into dka. The patient was placed on an intravenous therapy of fluids and insulin. The patient was released a few days later.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.